Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an infection resulting in extrusion of the electrode array into the external auditory canal (date not reported). The patient underwent revision surgery to reposition the electrode array (date not reported). The implanted device remains.